Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed bleeding irritations under the lifevest. It was reported that the device was digging into the patient's skin, and causing her to bleed. The patient was in the hospital and medical staff removed the lifevest to let the skin heal. The patient was also given larger sized garments. The patient's medical outcome is unknown, as the patient passed away.